Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient had met with a manufacturer representative for programming changes and recovered without permanent impairment.

Event description:
It was reported that the patient was unable to adjust stimulation. The display on the patient programmer (pp) was showing ¿in the box¿ icon. It was noted that the implantable neurostimulator (ins) was implanted in her head. The patient was seeing a message on the pp that she had never seen before. She was getting an odd reading from her pp when she was attempting to change group or recharge. It was like it was not making a connection, and when she tried to turn it on, the ins would not turn on. It would cut off and she would have to fool with it a couple of time and then she could get it to turn on. Then it did the same thing when she tried to turn the stimulator off she would get the same message. All of this just started the week prior to the notified date. It was noted that she had the ins since 2008 and never in the 6 years that she had the device had she ever seen the ins ¿in the box¿ screen. The cause of the event and if there was a 50% or greater symptom reduction were unknown. The issue had yet to be resolved. The patient was scheduled to meet with a manufacturing representative for troubleshooting at her next follow-up appointment in (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.